Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that a cardioversion was performed due to surface showing asystole for 6 to 7 seconds. It was noted that the pulse generators p waves could be viewed through and the r wave would come in at the 7 second mark in asystole. The device remained implanted. No further patient complications and device issues were reported.